Manufacturer narrative:
B3. Date of event is unknown. The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and travel coarse error was observed in event logs history. Visual inspection had been performed, and complainant allegation was confirmed. The probable cause of the reported issue is worn clutch. The device passed all functional tests after the repair.

Event description:
It was reported that the pump experienced travel coarse error during routine preventive maintenance inspection. It was confirmed during inspection of a returned pump that high-priority travel coarse error does appear in event log. This high-priority error occurred in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially affect the patient.